Event description:
Per the independent repair center, the customer alleged problem is a bad alarm. The key failure is the valve is not shifting properly. Additional malfunction is the pilot valve is alarming and shutting down.